Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. E1: initial reporter name: unknown. E1: phone number: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the reported information. Hemostasis was attempted using a femoral artery closure device; however, the procedure was incomplete since the positioning sheath did not reach the target site and deformation of the tip. Hemostasis was subsequently achieved using a compression device, after which the patient was safely returned to the ward. No blood loss was reported.